Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call blank display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump powered up properly after battery installation. No blank display noted. Pump passed the self test, and displacement test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to the printed circuit board during visual inspection. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, texture damage on keypad overlay, cracked retainer, missing battery cap contact, and minor scratched lcd window.